Event description:
It was reported that the PICC was placed in 2006 and patient had 3 treatments via the line. Last treatment was 2007. Line fractured and was removed.

Manufacturer narrative:
Sample is expected to be returned to the MFR for evaluation.